Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that the patient's received and unknown error, after using a new transmitter on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.